Event description:
Sn (B)(6), stated the maintenance date is 06/22/2019 and is malfunctioning. It started beeping, and showing blockage. Pt was due to change cartridge and was able to switch to back up pump quickly without interruption in therapy. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.